Event description:
It was reported that the site's (B) (4) handheld was no longer holding a charge for more than 15 minutes at a time. Product has been requested, but has not been returned to the manufacturer to date.